Event description:
On 08nov2023, a johnson and johnson vision care employee received mw5147285 from the FDA. A patient (pt) reported using an unknown acuvue® brand contact lens (cl) for about a month and was diagnosed with limbal stem cell deficiency, keratitis and verticillata. No additional medical information was provided. On 13nov2023, a call was placed to the pt who provided additional information. The pt reported a diagnosis of limbal stem cell deficiency in both eyes (ou) about ¿7 to 8 years ago,¿ but the pt could not recall which acuvue® brand cl was worn at the time of the diagnosis. The pt could not recall which optometrist was seen at that time. The pt reported the limbal stem cell deficiency was a ¿mild¿ case but was advised ¿not to wear cls.¿ the pt tried to wear cls again ¿recently¿ (date was unknown) and reported ¿issues" with acuvue and a competitor brand cl. The pt advised that the keratitis and verticillata was diagnosed ou last month (oct2023). On 16nov2023, the pt reported no additional information is known on the initial diagnosis of the limbal stem cell deficiency diagnosis, but advised the diagnosis was made around 2015. No additional information is known. On 16nov2023 and 27nov2023, the pt provided additional information. On 26jul2023, the pt reported starting a cl trial with a competitor brand contact lens ou. On 11oct2023, the pt went to an optometrist who diagnosed the pt with keratitis ou and prescribed eysuvis (steroid eye drops) four times a day (qid). On 18oct2023, the pt went to an ophthalmologist who diagnosed ou keratitis and verticillata. The ophthalmologist advised the pt that the limbal stem cell deficiency was still present. The pt will call the FDA to provide an update to the initial mw5147285 with the additional information. The pt confirmed the pt was not wearing an acuvue® brand cl at the time of the ou keratitis and verticillata diagnosis. The pt refused to provide the prescribing optometrist and treating ophthalmologist name or contact information. No additional information was provided. This report is for the pt¿s past diagnosis of os limbal stem cell deficiency diagnosis in 2015. A separate report will be submitted for the pt's od event. The actual date of the event is unknown but is being reported as 01jan2015. It is unknown what acuvue® brand contact lens was worn at the time of the event. The lot number for the os is unknown. The suspect os cl is not available for return for evaluation. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed as appropriate.

Manufacturer narrative:
H3 other text : suspect product not available.